Event description:
It was reported to philips that 2spc in l-arm failed, causing geometry movement issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the 2spc and amc triple servo drive hp-lp-lp, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).